Manufacturer narrative:
E1: patient country: (B)(6)

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infection on infusion set sites event on (B)(6)2024. Site infected are both thighs, right hip, stomach. Patient went to emergency room and got treated with antibiotic (cefalexin ). No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 05-aug-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6000574 was manufactured according to the work instruction (wi) version 103 on 29-apr-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 05-aug-2025 against harm code infection requires prescriptive treatment e g oral antibiotics, malfunction code no malfunction describe and lot 6000574 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.